Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot#, serial# (B)(6), implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-mar-2020, UDI#: (B)(4), h3: analysis of the communicator found ¿micro usb charge port is loose: passed battery charging bench test: failed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator was dropped last night and since then, they had been trying to charge it. The communicator had been plugged into the wall for a couple of hours, but the indicator light had not turned green yet. The indicator light was a red/off red when plugged into the cord, and it was purple when on and unplugged from the cord. A replacement communicator was requested from the repair department.